Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) may be prematurely depleting. A medical provider called a boston scientific technical services consultant (ts) to ask if it would be okay for the patient to undergo a surgery unrelated to the device. In discussing the current device measurements and programming, it was discussed that there may be premature battery depletion. There was no report of adverse patient effects, and the device remains implanted and in service.

Manufacturer narrative:
Ts discussed that this device is part of the avt latching population ((B)(6) 2005 - physician communication). Ts advised follow-up again in three months and compare with today's voltage. This event will be reopened and updated if additional information is received. The device subsequently was returned with no additional information (B)(6) months later. This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. The device had reached elective replacement indicator (eri) status while implanted. The device was then put through and passed a series of diagnostic tests that verified the performance of the defibrillation, pacing, sensing, and high-voltage shocking functions of the device.